Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's healthcare provider reported via phone call that the customer was hospitalized with hypoglycemia on 09/20/2015. The customer's blood glucose was 44 mg/dl at the time of admission. It was found the customer had 16 units of insulin delivered to their body while they were sleeping. The customer stated the bolus was programmed. The customer was treated with orange juice before the paramedics arrived. It was found the settings on the customer's insulin pump were programmed correctly. The bolus history did not display all entries based on the customer's recollection. It was found the insulin pump passed a displacement test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.